Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap on the patient line of three (3) homechoice cassettes was loose and fell off. This was identified before opening the packaging in preparation for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.